Event description:
Emergency room personnel responded to a person described as in cardiac arrest. The pt was connected to the device and two countershocks delivered. According to the reporter, the device failed to deliver a shock on a third attempt. A backup device was called for and used. The pt was resuscitated.